Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device inappropriately prompted an "attach pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device activity logs did show occurrences of an error code that is consistent with the reported problem; however this is not an indication of a device malfunction. The AED pro operator's manual states "keep the electrode cable connected to the AED pro unit at all times. Communication with the customer verified that the device was stored for an extended period of time without the electrode pads attached. It is important to mention the electrode pads used at the time of the reported event were not returned for evaluation. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.